Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The liberte' bare metal stent was implanted in a more than 75% stenosed lesion in the proximal right coronary artery (rca) on an unk date. In 2009, the pt presented with in-stent restenosis of the liberte' stent in the proximal rca and a non-bsc stent in the distal rca which was treated with a flextome cutting balloon. No further complications were reported. Pt status is satisfactory. Additional info has been requested.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. As the batch number is unk, a review of the manufacturing documentation could not be completed. The most probable root cause is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.